Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00598003702, nexgen stemmed precoat tibial component, lot #61603738; manufactured at (B)(4) implanted (B)(6) 2010. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the femoral and tibial component.

Manufacturer narrative:
Other device used: catalog #00111214001, palacos r bone cement, lot #70324234; this bone cement is manufactured at (B)(4) and distributed through zimmer orthopaedic surgical products. Review of the device history records for the related part and lot numbers did not find any deviations or anomalies. Patient was revised due to loosening of tibial and femoral component. It was initially reported that palacos bone cement was used in the primary surgery with femoral component, however; it was found that the bone cement was only used with the tibial component in the primary surgery, which was found to be loose and revised in the second revision surgery. Per the notes, patient was revised due to loosening. A definitive root cause for loosening cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices were received; therefore the condition of the components is unknown. Review of the device history records for the related part and lot numbers did not find any deviations or anomalies. These devices are used for treatment. Patient underwent this second revision due to a loose/failed right total knee arthroplasty. During surgery, it was noted that femoral and tibial components were found loose. There was no evidence of any infection or any other adverse problems. Per the notes, it was found that the valgus of both the femoral and tibial components were loose and were removed without too much difficulty.